Event description:
It was reported that during an unknown procedure, it was observed that they could not close the jaw after clamping the tissue. And then during the surgery, they noted oozing after firing. They used compression hemostasis to stop the oozing. Changed to another two to continue the procedure but the same problem happened again. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4) date sent: 11/19/2025 d4: batch #408d96. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Compression. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with one gst60w reload(b), one gst60d reload(c) and one cecr60b reload(d) present, the reload (b, d) were received fully fired, the reload(c) was received partially fired 1/16. No functional test was performed due to the condition of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a9729e, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 408d96, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.